Manufacturer narrative:
Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). The product clip is misfiring and falling out of the cartridges. Multiple boxes of the same batch number have the same issues.